Manufacturer narrative:
Patient identifier: complete ID - (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased calcium result for 1 patient that was generated on an architect c16000. The customer further reported that aspiration errors were occurring on many of the assays except for the calcium assay. The customer provided the following data(unit of measure mmol/l): on (B)(6) 2023, sample ID (B)(6) had an initial result of 1.387. The sample was repeated twice on the same analyzer, which generated results of 2.452 and 2.461. There was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the architect c16000 serial number (B)(6)due to a falsely decreased calcium result observed by the customer. The fsr reviewed the instrument logs and observed pipetting errors, however the fsr did not identify any other parts or issues with the analyzer. Return testing was not completed as returns were not available. The instrument service history review found one additional ticket for discrepant calcium results, however there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the complaint issue. The product monitoring review scorecard was reviewed and found no similar issues for the architect c16000 with regards to the complaint issue. A review of the manufacturing documentation did not identify any non-conformances related to the current complaint for the architect c16000 analyzer. A labeling review determined product labeling provides adequate information for resolving the issue the customer described. Based on the available information, no systemic issue or deficiency of the architect c16000 serial number (B)(6) was identified.